Event description:
During a remote follow up, a diagnostic anomaly was observed on the device. No intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported complaint of false af detection was not confirmed. The speculation that the irregularity seen on the episodes were not sufficient to categorize the episode as af was due to misunderstanding of our af detection workflow/step and af onset marker position. No device malfunction was found.